Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a low o2 sensor reading than what was set. The ventilator was not in use on a patient at the time of the reported event. The tech support engineer (tse) troubleshot the issue with the customer. The tse recommended replacing the o2 cell.